Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of over 500 mg/dl with large ketones. Reportedly, the customer suspected that the cause of the elevated bg was due to air bubbles in the tubing. Customer was treated with insulin drip. Customer was in the ER for 8 hours and left with a bg level of approximately 120 mg/dl.